Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced shocking in his chest near the implantable neurostimulator (ins) and in his neck. It was noted that the patient works on a chicken farm and went back to work two weeks after surgery pulling wire and putting up/tearing down fencing. The ins was turned off, but the patient reported the shocking continued. An x-ray was performed and the device was interrogated but no abnormalities were found. Follow-up on (B)(6) 2016 revealed that the shocking decreased over the past couple of days. Surgical intervention was discussed but ultimately, it was decided to monitor the shocking; no surgical intervention was planned or performed. The patient has another follow-up appointment on (B)(6) 2016.

Event description:
Additional information received from a manufacturing representative reported the cause of the shocking was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.